Manufacturer narrative:
Per the potential complaint report, there was no injury associated with this issue. No data mix-up or loss occurred which would result in the need for a patient rescan. While the syngo dynamics product cannot cause the issue found, examples of events which could have caused the loss of multiple cache directories include a raid failure, a database migration from one server to another without moving the actual cache contents, some type of database migration that populated the database with directories and files that don't actually exist, or freeing up server space in an incorrect manner. Siemens local service organization jointly with the customer it group investigated to see if any of the above activities occurred at this sit, however, the results of none documented. The syngo dynamics product did not cause or contribute to the loss of data. There are no remedial or corrective actions required from siemens healthcare.

Event description:
While evaluating a reported issue of a single instance of data load failure, siemens factory and service experts found a data loss of 1858 clinical image studies over a time period of 2012 to 2016 (entire directories missing between june 2015 and december 2016 with a few outliers missing from 2012-2014). The exact cause of the data loss could not be determined. The historical study images were not found in the permanent archive, therefore, they are considered to be unrecoverable at this point in time. The clinical relevance is that the historical images are not available for comparison with newer images however the clinical study reports generated from the read of the image studies are available. There are no injuries attributed to this event.